Event description:
It was reported that this right atrial (ra) lead had dislodged, which was confirmed through fluoroscopy. The ra lead was explanted and a new lead with the same model was placed. No additional adverse patient effects were reported.